Manufacturer narrative:
A third-party service agent evaluated the customer¿s device but was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. Thereafter the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure, despite extensive testing. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that they responded to a patient who had overdosed. Upon arrival, the defibrillation electrodes of the device were attached to the patient¿s chest, but the device prompted that analysis was not possible. A new set of defibrillation electrodes were used but did not resolve the issue. A back-up device was not available. CPR was performed until the patient resuscitated and was transported to the hospital. This issue is patient related; however there was no adverse patient outcome.